Manufacturer narrative:
The ge representative conducted an on-site investigation. The service representative repaired an electrical connection. The system operates as intended.

Event description:
The customer reported that the stenoscope system would not boot up. No patient injury was reported.